Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During preparation, the ruby coil fractured distal from the detachment site. While the remaining coil and pusher wire were resheathed, the coil fragment became caught on the sheath and stretched the coil. The procedure continued using another coil.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.